Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was "sliding down" and had moved out of the original pocket; and has not been working in over a year. It was also reported that the catheter was "dislodged", however, this was not confirmed. There currently was no medication in the patient's pump. Additional info has been requested, a follow-up report will be sent if additional info becomes available.